Manufacturer narrative:
Evaluation summary: the product was not returned for analysis; it remains implanted. The results from the product history record review indicated the product met release criteria. The product investigation could not identify a root cause. There have been no other complaints reported in the lot number. Attempts have been made to obtain additional information. (B)(4).

Event description:
A facility representative reported a refractive issue with intraocular lens (iol). Additional information was provided that the patient experienced persistent blurry vision and was treated with lasik one month following the intraocular lens (iol) implant procedure.

Manufacturer narrative:
Evaluation summary: the product was returned for analysis. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21cfr 803.56 when additional reportable information becomes available.the manufacturer internal reference number is: (B)(4).

Event description:
Additional information was provided by the initial reporter that the lens was explanted. It was replaced with a different model and diopter iol.

Manufacturer narrative:
Additional information provided in device evaluated by MFR, evaluation codes and additional MFR narrative. Product evaluation: the lens was returned for evaluation in a specimen cup. Solution is dried on the lens. The lens was torn into pieces with additional torn/split optic damage and scratches observed. Results from the product history record review indicated the product met release criteria. Associated products were not provided. It is unknown if qualified products were used. The product investigation could not identify a root cause. Power and resolution testing could not be conducted because of the optic damage. Lens damage was observed. All lenses are 100% inspected for cosmetic attributes and the damage exhibited by the returned complaint sample would not have met the manufacturer's release criteria. Based on our observation, and the review of manufacturing records, it can be reasonably concluded that the damage is not manufacturing related. Due to the presence of surgical solution and the condition of the returned sample, the damage is most likely related to customer handling. (B)(4).